Event description:
Customer responded a pt who was found in a car. Pt had known cardiac history. It is unknown the amount of time pt was in the car before customer arrival. CPR was begun and pt connected to defibrillator. Ventricular fibrillation was displayed, device delivered shocks at 200, 200, and 300. When attempting to delivery 360 shock the charge key became stuck. Customer freed the key and delivered the shock. Pt was given medications at which time pt converted and was transported without incident. Service rep duplicated the reported malfunction.